Manufacturer narrative:
UDI: (B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the valve was explanted due to dehiscence and pvl. The device was not able returned for evaluation at this time. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 21mm pericardial aortic valve for 5 months 23 days had the device explanted due to dehiscence with severe pvl around the entire circumference of the valve. A 25mm pericardial aortic valve was implanted in replacement. The patient tolerated the procedure well and was taken to the open-heart recovery room in stable condition. The patient was discharged home in stable condition on post-operative day five.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received the device for evaluation and the customer report of pvl and dehiscence could not be confirmed through visual observation. X-ray demonstrated frame expanded and wireform intact. As received, leaflet 2 was in the open position. Open leaflet was able to be pushed back into closed position when probed. Moderate host tissue overgrowth was observed on stent circumference and frame on the outflow and inflow aspects. Leaflet 3 had a 3 mm tear near commissure 3 and sewing cloth of sewing ring had a cut around commissure 2 on the outflow aspect. Straight and even edges were observed on the cuts. Suture holes were visible near two of the three black stitch markings on the sewing ring; one suture hole near each. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.